Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The devices are to be returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), at the implant of a 29 mm sapien 3 valve in aortic position by tf approach, it was noted resistance during valve alignment. Valve was placed in the annulus and deployment started but the balloon did not inflate. Due to this, the devices were removed from the patient without issues. When inspecting the removed device, it seemed as if the balloon tore as it had a strange appearance between the inflation and crimp balloon. In order to see if the balloon was really broken, a bit of contrast was added to the syringe and it was attempted to inflate the balloon. Then, it was seen that the contrast leaked out on the balloon which confirmed the balloon tore. A second 29 mm sapien 3 valve was deployed. There was no injury for the patient during or after the procedure. The patient is doing well.

Manufacturer narrative:
The devices were returned for evaluation. The delivery system was returned with the inflation balloon and crimped valve separated, loader cap on the flex shaft, and stopcock attached. The delivery system was returned locked with no fine adjust used, partial flex used, and was pulled past the valve alignment position. There was a kink on the balloon shaft due to returned packaging. Visual inspection was performed and the following was observed: a crimp balloon tear proximal to inflation/crimp balloon (I/c) bond, compression on distal end of flex shaft, gouges on flex tip, the valve is not aligned and there is bunching on distal end of the inflation balloon and the guidewire lumen appears frayed. Due to the returned condition of the device (crimp balloon torn), no relevant functional testing was able to be performed. Dimensional analysis was performed. Crimp balloon double wall thickness measurements were taken proximal to the tear since the distal portion consists of the inflation and crimp (ic) balloon bond. A thin wall could leave the balloon more susceptible to tears or be indicative of a manufacturing non-conformance. All measurements met the specification. The flex tip od was also measured as a flex tip od below specification could provide less support against the thv. Measurement met the specification. A device history review was performed for the components, since these work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaints. The work orders did not reveal any manufacturing non-conformances that could have contributed to the complaint events. Review of lot history revealed no other complaints related to ¿balloon ¿ torn¿ or ¿delivery system ¿ difficulty with valve alignment.¿ a review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (november 2017 to october 2018) revealed other similar complaints with returned devices for ¿balloon - torn¿. A review of complaint data for (B)(6) 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿damaged¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (november 2017 to october 2018) revealed other similar complaints with returned devices for ¿delivery system ¿ difficulty with valve alignment.¿ a review of complaint data for (B)(6) 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿valve alignment difficulties¿. Based on the review of the instructions for use (IFU) and training manuals, no deficiencies were identified. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were confirmed through visual inspection of the returned device. Dimensional testing of the returned device did not reveal any manufacturing non-conformances as measurements were within the specification. In addition, review of lot history, complaint history, and the DHR provided no indication that a manufacturing nonconformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Since no de-airing difficulty was reported during device prep, the device likely had no issues with the balloon out of box. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. The product risk assessment identifies the increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. Per the procedural training, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, creating the reported valve alignment difficulty. In addition, it can weaken and subsequently tear the balloon material near the inflation balloon to crimp balloon bond. Per the case notes, although it was reported that valve alignment was performed in a straight section of the aorta, the patient¿s anatomy was noted to have calcification and tortuosity. Resistance during valve alignment was noted and the flex tip gouges and compression on the flex shaft observed on the returned device are indicative of valve diving resulting from the high alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Based on available information, the complaint for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ may have occurred due to patient (tortuosity) and/or procedural (high valve alignment forces) factors. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Balloon ¿ torn the complaint for ¿balloon ¿ torn¿ was confirmed but no manufacturing nonconformances were identified during the evaluation. Available information suggests that patient (tortuosity) and/or procedural factors (high valve alignment forces) may have contributed to the reported event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in product risk assessment. In addition, to address the emerging trend in ic bond complaints, the corrective preventative action investigation is being updated. Delivery system ¿ difficulty with valve alignment the complaint for ¿delivery system ¿ difficulty with valve alignment¿ was confirmed but no manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (tortuosity) and/or procedural factors (high valve alignment forces) may have contributed to the reported event. No labeling or IFU inadequacies have been identified and the complaint rates for the relevant trend categories did not exceed their respective monthly control limits. As such, no corrective or preventative action nor product risk assessment is required at this time.